Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received via voluntary medsun that the noise over-sensing was also exhibited on the implantable cardioverter defibrillator (ICD), which resulted in inappropriate ams and pacemaker-mediated tachycardia (pmt). The ICD was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. Visual and x-ray examinations did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductors consistent with procedural damage. Destructive analysis found procedural damage to the inner insulation at the distal region.